Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer's wife stated that the customer was hospitalized due to diabetic ketoacidosis. The customer's wife stated that while at the hospital the customer was taken off of the insulin pump. Troubleshooting could not be performed because the insulin pump was in the doctor's possession. The customer's wife mentioned that the infusion set cannula has come out bent a few times. Nothing further was reported.